Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged needle tip is confirmed and was determined to be use related. One 20 x 0.75 in. Miniloc winged infusion set was returned for evaluation. An initial visual observation showed use residue on the returned sample. A microscopic observation revealed the tip of the needle was barbed and curled outward, suggesting contact between the needle and the port base. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness, and the thickness of any dressing beneath the bend of the needle; if the needle is too long, the needle and/or port may be damaged at insertion. Additionally, it is advised to avoid manipulation of the needle and infusion set once the needle is inserted into the port. A lot history review (lhr) of ascys0137 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that bevel inclination and burrs on the tip of the needle. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascys0137 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that bevel inclination and burrs on the tip of the needle. No other information was provided.